Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient passed away in her sleep on (B)(6) 2016, but the cause of death is not yet known. The system was implanted on (B)(6) 2016. The patient was discharged from the hospital on (B)(6) 2016, as expected.